Event description:
It was reported that the charge button failed to operate on the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). It was reported that the charge button failed to operate on the device. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.